Event description:
It was reported the patient's blood glucose rose to 21.3 mmol/l (383.4 mg/dl). The pod was worn on the patient's back for between 4 and 24 hours. As treatment, a manual insulin injection was administered utilizing a syringe.

Manufacturer narrative:
An internal leak was found during investigation. The leak was observed 0.347" from the nailhead. Fluid was unable to successfully pass through the fluid path and led to corrosion on multiple internal components. The leak caused the device to fail to deliver insulin. The download data was unable to be retrieved, all three batteries were measured to be lowered than expected. The device was connected to an external power supply. However, the download data was unable to be retrieved. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.